Event description:
Info received indicates the valve was removed due to non-structural dysfunction related to thrombus. Prior to explant, stenosis was noted by echo. The valve was replaced with no consequence reported for the pt.